Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as no lot number information was provided. This report is the initial report being submitted by vasorum, follow-up report will be submitted. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a medical doctor was using the celt acd for tavr pigtail accessory arterial access when disc #1 got stuck in iliac lesion during pull-back. Doctor then decided to eject implant in the lesion. Implant remained in the patient. Patient was discharged on time without complications.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. As no device was returned for investigation and no lot device information available, no specific investigation findings were found. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a medical doctor attempted to close a puncture site made by a pigtail catheter following a tavr procedure. It appears that having opened the distal disc of the celt acd implant, it apparently got stuck in an iliac lesion during pullback to the puncture site. Doctor decided to eject the implant into the vessel and use manual compression to obtain haemostasis. The final resting site of the implant was not tracked in the patient. However, the patient developed no clinical symptoms in his leg and was discharged on time without complications.